Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing did not return, the handle did not have evidence that the trip wire was secured, and it was not pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned for analysis. Upon analysis of the returned component, the handle did not have evidence that the trip wire was secured, and it was not pulled up to take up rest of slack. Since the ligator head was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire wasn't secured into the handle slot and the slack wasn't taken up from the handle slot; however, the iuf states, "secure trip wire in slot on handle unit" and "take up slack by pulling proximal end of trip wire on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat cirrhosis performed on (B)(6) 2024. During the procedure, the second and the third bands were stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat cirrhosis performed on (B)(6) 2024. During the procedure, the second and the third bands were stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.